Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3005334138-2019-00256. During a supraventricular tachycardia ablation procedure a cardiac tamponade occurred. During the procedure, following ablation of the posterolateral la, the patient became hypotensive and a pericardiocentesis was performed. Transoesophageal echo confirmed the effusion and surgical intervention was performed and included placing patches around the proximal coronary sinus os to stabilize the patient. The patient was stabilized. There were no performance issues with any abbott devices.